Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms and the usb port was damage which resulted in difficulties charging the pump battery. There was no reported impact to customer's blood glucose. Customer declined follow up from tandem technical support.